Event description:
The report from the e-sirius database indicated that: a pt with a positive stress test was admitted to the e-sirius study. The target vessel was the 3.0mm, non-calcified, non-tortuous, mid lad with 90% preprocedure stenosis. The target lesion was 19mm-long. The site was predilated with a 3mm maverick balloon at 6atm; stenosis was 30% after predilation. The 3.0x18mm cypher stent was deployed at 14atm. Residual stenosis was 0% and timi flow pre and postprocedure was 3. Eighteen months later, the pt had a diagnostic catheterization that showed no restenosis in the study device. Twenty-three months after the catheterization, the pt was hospitalized with chest pain. Angiography showed an intra-stent aneurysm of the cypher, critical stenosis at the first septal artery, and illness in the proximal rca and proximal cx vessels. The lad was not treated. Per investigator, this event was unrelated to the device or the procedure.